Event description:
It was reported that a customer's lifepak 20 device failed a user test. The biomed at the facility smelled smoke at the time of the failure. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the wires on the therapy connector had shorted together and burned. Physio replaced the therapy connector assembly. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use.